Event description:
The patient reported stopped breast feeding due to "not enough milk production." Healthcare professional reported rupture. The right side device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jan/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "breastfeeding difficulties" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.